Manufacturer narrative:
Complaint (B)(4). We could not obtain the date of the event from the customer. Received 1rk 456087p/b200936l for evaluation. No samples were received for 456087p/b200833n. We have no further inventory of the material/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported event. Samples were visually inspected. No visual deviations could be observed. The additive was visible and consistently distributed on all the tube walls. Samples were tested with regards to additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Additive content was found to be within specification in all tested samples. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Therefore, the complaint is not confirmed for batch b200936l. The complaint is cannot be determined for batch b200833n.

Event description:
Customer states one of their clients is getting low sodium and chloride results. Customer's investigation has determined that this issue is isolated to this one client and they don't think that there is an analytical issue with their instruments. They feel that there may be something going on pre-analytically with collection or processing. At least two examples were seen. Bmp was ran and resulted. After concerns about low na and cl the samples were repeated with higher results and the reports were corrected. The separation between the plasma and the red cells was stated to be good. The used analyzer is beckman coulter au 5800.